Event description:
It was reported that they were hospitalized and dispatch to emergency room due to hyperglycemia on (B)(6), 2022. The customer¿s blood glucose level was 23 and 28.9 mmol/l at time of incident and current blood glucose was 22.6 mmol/l. The customer feel ok to troubleshooting. The customer stated that the symptoms related to high blood glucose such as nausea and feeling unwell. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.